Manufacturer narrative:
The device was returned to olympus medical systems corp. (Omsc) for evaluation. Omsc will start evaluating the device. There were no further details provided. If significant additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed by the user that during a diagnostic upper endoscopy with the device, a fragment fell out of the channel of the device into the patient while flushing the patient's upper gastrointestinal tract. The physician retrieved the fragment from the patient. The user completed the procedure by using the device. It was also reported that the fragment was a distal tip of cleaning brush that was broken during reprocessing in december 2020 and had remained in the channel since then. There was no report of patient injury associated with the event.